Event description:
Procedure: diep flap. According to the reporter: two clips came out sideways resulting in a vessel being cut.

Event description:
According to the reporter, additional information received from the account: the surgeon was able to squeeze the handle of the device. Some of the clips were able to load properly into the jaws but then the clips were being pre-fired. A new surgiclip was opened to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).